Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s hip was bothering them again, since a house fire on (B)(6) 2018, and they were going to see their healthcare provider the next day. It was further stated that they had changed programs before the fire and it was ok, and then all of a sudden it started bothering their hip; it began to pull on a certain muscle or nerve and gave them pain where they could hardly walk. However, if they hold their hand on the side of their hip, it kind of relieves some of the pain and they can walk steady. It was stated that they turned it off for a while, then they were ¿loosing everything, incontinence and everything,¿ so they turned it back on. When asked when their bladder problems began, the patient did not answer. No further patient complications are anticipated or expected as a result of this event.